Event description:
The customer reported that the cine function would not always work. It was also reported that the system would shut down and freeze up. This resulted in a loss of imaging functionality. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The cine drive was formatted and the software was installed during the service call. The system was tested and found to be working as intended and put back into service.